Event description:
A report was received that the patient had difficulty charging the ipg. It was believed that the ipg was buried deeper or it was in an angle which caused the charging difficulty. The physician did not suspect device malfunction. The patient underwent a pocket revision and was doing well post-operatively.